Event description:
It was reported that the pacemaker and atrial lead were explanted as a result of a perforation of the right ventricle heartwall. Whole system was explanted and no new replacements were performed. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the pacemaker and atrial lead were explanted as a result of a perforation of the right ventricle heartwall. Whole system was explanted and no new replacements were performed. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the pacemaker and atrial lead were explanted as a result of a perforation of the right ventricle heartwall. Whole system was explanted and no new replacements were performed. No additional patient adverse effects were reported.